Event description:
It was reported that the pump declared an altitude alarm while the customer was on a walk, during which the pump became moist and its speaker holes were obstructed. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer suspended insulin delivery and contacted technical support, which instructed her to remove the obstruction, clean the speaker holes, and follow specific steps to resume insulin delivery. After removing the obstruction and cleaning the speaker holes, the customer successfully resumed insulin. Technical support provided guidance for preventing altitude alarms, which the customer acknowledged.